Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Initial reporter phone #: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of dust particles inside emerald 10 ml syringes packaging with lot #9089975 regarding item # (B)(4). Investigation conclusion: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of emerald 5ml 23ga from lot # 9089975 product # (B)(4) with the reported issue of black colored dust in emerald blister 5ml. DHR reviewed found no non-conformities. The team reviewed the packaging process and identified process controls, which were found in place in working conditions. As per lot manufacturing records, no similar defect was reported during in-process inspection and assembly operations. No such defect was found during the inspection of retention samples available at plant. The customer return samples however showed a lot of holes looking like pests infestations. Infestation is the state of being invaded or overrun by pests. There is a chance that the storage conditions at the distributor / customer end is compromised causing the package integrity to be compromised. The storage conditions on the distributor will be further investigated and will be shortly initiated. Root cause: based on the samples and/or photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that prior to use foreign matter was discovered with a bd syringe 5ml ls 23x1. This was discovered with 300 devices. The following information was provided by the initial reporter: black colored dust in emerald blister 5ml .